Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff was not returned to fisher & paykel healthcare for evaluation. Our investigation is accordingly based on the information and photograph provided by the hospital. Results: visual inspection of the photograph revealed physical damage to the gas outlet port. A lot check revealed no other complaints of this nature for lot 160115. Conclusion: based on our investigation the observed damage appeared to be from physical impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The hospital reported that the subject neopuff device had hit a door frame which caused the gas outlet port to break. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator had broken gas outlet port. No patient consequence was reported.